Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc), non-penumbra guide catheter and guidewire. During the procedure, the physician advanced the guide catheter and guidewire to the target location. Next, while advancing the 3maxc through the guide catheter, the physician experienced resistance and 3maxc became stuck in the distal portion; approximately five centimeters from exiting the guide catheter. Therefore, the 3maxc was removed. The procedure was completed using another catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned 3maxc revealed an ovalization on the distal shaft. If the device is forcefully pinched or gripped during use, damage such as this may occur. Further evaluation revealed a kink on the distal shaft and additional kinks on the proximal shaft. If the device is forcefully advanced against resistance, damage such as this may occur. The ovalization may have contributed to the resistance experienced during the procedure. During functional testing, the 3maxc was advanced through a demonstration benchmark without an issue. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.